Manufacturer narrative:
H6 - 4628 should have been included. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.5/2.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2022, this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).